Event description:
Hamilton medical ag received the following incident description: device alarms with " disconnection on ventilator side" . Patient was replaced to another ventilator.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: device alarms with " disconnection on ventilator side" . Patient was replaced to another ventilator.

Manufacturer narrative:
Investigation is ongoing. ------------------------------------------------------ hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. ----------------------------------------------------------------------- follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The unit alarmed with disconnection on ventilator side during ventilation and the patient was moved to other device. Nevertheless, the event did not cause or contribute to a death or serious injury. No log files were provided. No further feed back was received. No part was replaced, correction was unknown and the exact root cause could not be confirmed. -----------------------------------------------------------------------

Event description:
Hamilton medical ag received the following incident description: device alarms with " disconnection on ventilator side". Patient was replaced to another ventilator.